Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with subtherapeutic international normalized ratio (inr) of 1.14 and was admitted for driveline malfunction caused by a deep vein thrombosis (dvt) of the left upper extremity midline catheter. The dvt was treated with warfarin and enoxaparin. The dvt was resolved with the treatment and the lvad was reportedly operating as intended. Blood cultures were performed and the patient exhibited new pathogen. Infectious diseases was consulted on 11aug2022 and the new primary diagnosis upon discharge became gram negative bacteremia and the antibiotic therapy was modified to treat. The patient was discharged with ciprofloxacin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). It was reported that the device was operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists venous thromboembolism and localized infection as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism and infection as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6 outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Additionally, section 6 includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection no further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the previously mentioned "driveline malfunction" was referring to the patient's peripherally inserted central catheter (PICC) clogging. A peripheral intravenous line was obtained and the patient was restarted on antibiotics. The patient was being assessed for another catheter site.